Event description:
It was reported there was increased lead oversensing that seemed to be resolved with reprogramming. The ring appeared to be a major contributor to the oversensing suggesting that the ring connector may be intermittent, possibly due to partial insertion of the lead into the connector. However, the exact cause could not be determined. Lead noise was also reported. The lead was later removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured. The full lead in segments was returned and analyzed.